Event description:
It was reported to boston scientific corporation on (B)(6), 2014 that an accumax 200 laser fiber was used during a flexible ureteroscopy procedure in the ureter performed on (B)(6), 2014. According to the complainant, five minutes into the procedure, the laser fiber broke and burned the nurse's hand. There were no patient complications reported as a result of this event. Boston scientific has been unable obtain additional information regarding the severity of the burn to the nurse or the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.